Event description:
It was reported that the patient had an undefined procedure and the device was checked once the procedure was complete and found to be working as designed. A second hospital visit ensued for unrelated issues. Once released, several days later, the patient started to feel symptoms of thumping in the left side of the chest. The device was found to be at high outputs and unipolar pacing as emergency settings had been programmed at the last hospital visit. The device settings were re-adjusted and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.